Event description:
Pt reported experiencing many problems with his infusion device. Pt stated he often has elevated blood glucose levels of 260-300 mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported, he does not think the infusion device delivers the correct amount of insulin. Pt stated on (B)(6) 2011 from 5:30 am to 6:30 pm, he ate only one piece of nut cake, 2 apples and 1 banana. Pt reported, he received 65.0 units of insulin total via insulin bolus but his blood glucose level in the evening was elevated 287 mg/dl. Pt stated, the infusion device often displays an e4 (occlusion) error message. Pt reported when he checks the infusion set, the set is not occluded. Pt stated, he then confirms the e4 and gives a new bolus and the infusion device delivers the bolus without a displaying an e4. Pt reported, there are often air bubbles in the insulin cartridge and in the infusion sets. No further info is available. Submitted request for assistance. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.